Event description:
This was a spontaneous self report from an (B)(6) female pt from the united states: (B)(4). The pt's height was (B)(6) and weight was (B)(6). The pt's medical history and concurrent conditions included breast cancer survivor, colon cancer, diabetic, high cholesterol, high blood pressure, and pain medication allergy. The pt was treated with precise pain relieving heat patch (topical, batch (B)(4), expiry date 30-jun-2013) one patch once on (B)(6) 2012 for lower leg pain from sciatic nerve. Concomitant medications included welchol (colesevelam hydrochloride) (formulation and route unspecified) 325 mg three doses twice a day for two years initiated in 2010 for high cholesterol and norvasc (amlodipine besilate) (formulation and route unspecified) 5 mg one dose once a day for years initiated on an unspecified date for high blood pressure. On (B)(6) 2012, the pt experienced pain on the inside of her right leg. The pt further described the pain as "felt like she had a blood clot." The pt did not treat herself nor was seen in the emergency room. The pt planned on contacting her doctor. Treatment with precise pain relieving heat patch was withdrawn. The pt had not recovered from leg pain. This report was serious (medically significant) and reportable (serious injury).